Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during surgery with a new surgical lead for a new implant, the electrodes 2, 3, and 10 were >40k. The rep reported they took the lead out of the ins and wiped it down as well as suctioning out the ins ports several times, but it did not resolve. They switched the tails of the lead into the ins and the high impedances followed the lead electrodes. The effect of ionic fluid use was reviewed, and the caller indicated no ionic solution was used to their knowledge. It was noted that the lead visibly looked ok. The caller ended up using another lead that had normal range impedance. No patient symptoms were reported. No further complications were reported.